Event description:
The incident occurred during outpatient treatment in the CT room. During insertion, the needle separated from the hub and remained inside the pt's body. The dr pulled the needle out by hand. There was no harm to the pt as a result of this incident, although a small amount of blood leaked during the needle removal.

Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).